Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120271.

Event description:
It was reported that during implant an issue implanting was noted on the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient condition was unknown.

Manufacturer narrative:
Correction: for b1, b2, b5, h1 and h6 for serious injury.

Event description:
It was reported that the patient presented in clinic for a follow up. During implant an issue implanting on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.